Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter, a lost sensor alarm, and the pump was not working. The customer reported no adverse event. The event involved product(s) mmt-1884l, and mmt-7040a. Troubleshooting was performed and the communication issue was resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit was downloaded successfully using (thump software). Unit was programmed with test transmitter link (guide link 3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. 100 mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. Pump pair device feature connection is working properly. No physical damage noted during visual inspection. In conclusion, customer allegations for transmitter anomalies were not confirm during testing. Unit and transmitter communicated properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.